Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The bronchoscope was not returned for investigation as it was discarded; manufacturing records confirmed it passed final qa/qc checks prior to release. Video review identified biopsy tool over-insertion consistent with the intraprocedural bleeding, with no galaxy system malfunctions or unintended device behavior observed. No evidence from video review, device evaluation, or procedural assessment indicated that galaxy system performance, malfunction, or use error caused or contributed to the pulmonary embolism. A targeted literature review found no association between pulmonary embolism and the reported ventilation parameters (peep 8 cmh2o and apl 20 cmh2o during breath-holds). The physician did not attribute the pulmonary embolism to the galaxy system, noting it was most likely related to biopsy-related factors, elevated peep, and breath-holds; however, investigation findings do not support a causal relationship between galaxy system use or ventilation settings and the pulmonary embolism. This complaint is reported due to the following conclusions: bleeding was observed during a galaxy-assisted biopsy procedure for a right upper lobe lesion and was successfully managed with thrombin. No active bleeding was noted during airway inspection, no malfunctions were reported, and the patient remained stable and was discharged post-procedure. Within approximately 24 hours, the patient presented to the emergency department and was diagnosed with a massive pulmonary embolism by CT imaging, without reported symptoms. The patient was admitted and later transferred to another hospital system. The physician did not attribute the pulmonary embolism to the galaxy system, citing biopsy-related factors, elevated peep, and breath-hold maneuvers as possible contributors. Video review identified no device malfunctions and one use-related event.

Event description:
During the procedure, multiple biopsies were performed on a 15 mm lesion in the right upper lobe. Biopsy tools utilized included needle and forceps biopsies, along with ebus, rebus probe use, and fiducial placement. Bleeding was observed during biopsy sampling and was managed with thrombin administration to achieve hemostasis. During subsequent airway inspection, no active bleeding was visualized, and no estimate of blood loss was documented. The galaxy-assisted portion of the procedure was completed without reported malfunctions or additional interventions. Upon completion of the procedure, the patient did not exhibit symptoms such as hypotension or hypoxia and was discharged. Within 24 hours post-procedure, the patient presented to the emergency department and was diagnosed with a pulmonary embolism, confirmed by CT imaging. The pulmonary embolism was classified as massive; however, the patient reportedly did not exhibit symptoms at the time of diagnosis. The patient was subsequently admitted and later transferred to another hospital system. Specific dates related to the transfer and additional hospitalization details were not provided. No medical intervention for the pulmonary embolism was reported, and no further clinical information regarding the pulmonary embolism was available. Attempts to gather additional patient demographics were unsuccessful.